Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared multiple temperature alarms. The pump was not exposed to abnormal temperature conditions. The customer's blood glucose level was 356 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.